Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8249914, medical device expiration date: 2019-09-30, device manufacture date: 2018-09-06; medical device lot #: 8215574, medical device expiration date: 2019-08-31, device manufacture date: 2018-08-03; medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that five-hundred bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had insufficient barrier formation. The following information was provided by the initial reporter: ¿insufficient barrier formation in bd ppt tubes, may lead to invalid test results which means that the corresponding plasma donation must be destroyed; the customer is a company that tests plasma donations; blood collection and centrifugation is done at donation centers ((B)(6)), tubes are centrifuged, frozen and sent to central lab in (B)(6)."

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and poor barrier separation was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and poor barrier separation was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that five-hundred bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had insufficient barrier formation. The following information was provided by the initial reporter: ¿ insufficient barrier formation in bd ppt tubes, may lead to invalid test results which means that the corresponding plasma donation must be destroyed; the customer is a company that tests plasma donations; blood collection and centrifugation is done at donation centers (here, in belgium), tubes are centrifuged, frozen and sent to central lab in germany."